Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided for 2 events. Elevated blood glucose was addressed with a manual dose injection. The customer changed pump supplies and resumed insulin, however, due to occlusions continuing the customer reverted to an alternate method of insulin therapy.